Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately five years five months post filter deployment the patient expired while in the hospital. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached, perforated into the organs, and tilted with the filter becoming embedded in the inferior vena cava wall. Furthermore, it was alleged that the filter struts migrated penetrating the heart, resulting in cardiac tamponade and death. The patient also experienced bleeding. Initially there was an attempted but unsuccessful removal procedure. Retrieved the filter strut that penetrated the heart and the remainder of the inferior vena cava filter. Some of the fractured struts could not be located at the autopsy.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months of post-deployment, the patient presented for filter retrieval. Cavogram performed revealed the filter to be free of thrombus and anteriorly tilted. This was exchanged using seldinger technique for micropuncture sheath through which an internal jugular venogram confirmed intrajugular access. A 0.035 storq wire was inserted and the micropuncture sheath was exchanged for a 12-french dilator followed by the cook celect filter retrieval sheath. This was passed down to the inferior vena cava without difficulty, cavogram showed the filter to be free of thrombus and, as such, a gooseneck snare was used to attempt to retrieve the filter. However, multiple attempts were unsuccessful, and the bard cone retrieval device was then brought up on the feed. This was also unsuccessful. At this point a lateral angiogram was obtained, and this revealed the patent had an anteriorly displaced filter. The decision was made to abort after several more minutes of trying and the wire, catheter and sheath were pulled, and pressure was held for hemostasis. Around, four years and nine months later, the patient reportedly expired. Autopsy report performed the next day revealed a fractured leg, embolized and transmural with perforation of the right lateral ventricle 4.0 cm below tricuspid valve with fibrosis, chronic inflammation extending into the outer one third of the right ventricular wall and acute myocardial ischemia. The anti-embolic filter was noted to be in place and six of the ten legs incomplete with fractured ends. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Per the medical records, the filter was anteriorly tilted. Multiple unsuccessful attempts were made via a gooseneck snare and cone retrieval device. The malposition of the filter likely resulted in the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d10, g3, h6 (method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of saddle pulmonary embolism and left subclavian arterial and brachial artery thrombosis. The deployed filter was placed infrarenal via the right common femoral vein. Inferior venacavogram performed during filter deployment revealed the inferior vena cava was patent with no internal thrombus present. Kub performed during filter deployment confirmed successful placement. Approximately eight months post ivc deployment, the patient presented for filter retrieval via the right jugular vein. Cavogram performed revealed the filter to be free of thrombus and anteriorly tilted. Multiple unsuccessful attempts were made via a gooseneck snare and cone retrieval device. Angiogram revealed an anteriorly displaced filter. Approximately five and a half years post ivc filter deployment, the patient presented with chest pains. Troponins were negative x three checks. CT of the abdomen and pelvis revealed small bilateral pleural effusions, with bibasilar atelectasis, and small to moderate sized hyperdense pericardial effusion. Echocardiogram indicated a large pericardial effusion. Patient treated with pressors, urinary tract infection medication, and was anticoagulated. Five days later, the patient became hypotensive and respiratory status deteriorated. Later that day the patient coded with pulseless electrical activity and ventricular fibrillation. The patient expired. Autopsy report performed the next day, revealed a fractured leg, embolized and transmural implanted inferior vena cava filter with perforation of the right lateral ventricle 4.0 cm below tricuspid valve with fibrosis, chronic inflammation extending into the outer one third of the right ventricular wall and acute myocardial ischemia. Inferior vena cava with anti-embolic filter in place, six of the ten legs incomplete with fractured ends. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for filter tilt, limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Per the medical records, the filter was anteriorly tilted. Multiple unsuccessful attempts were made via a gooseneck snare and cone retrieval device. The tilted filter likely resulted in the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately five years five months post filter deployment the patient expired while in the hospital. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached, perforated into organs, and the filter tilted and embedded in the ivc wall. Furthermore, it was alleged that the filter struts migrated penetrating the heart, resulting in cardiac tamponade and death. The patient also experienced bleeding. Initially there was an attempted but unsuccessful removal procedure. Retrieved the filter strut that penetrated the heart and the remainder of the ivc filter. Some of the fractured struts could not be located at the autopsy.